Event description:
The article "transcatheter edge-to-edge mitral valve repair device embolization into the right lower pulmonary vein" was reviewed. The article presented a case study of a 77-year-old male patient with a ischemic cardiomyopathy, paroxysmal atrial fibrillation, chronic obstructive pulmonary disease, cardiogenic shock, severe mitral regurgitation and chronic multiorgan dysfunction. It was reported that on an unknown date, a mitraclip procedure was performed to treat severe mitral regurgitation (mr). One clip was successfully implanted. To further reduce mr, a second clip was placed on the valve. Lock line was unable to be removed and knotting of the line was observed. While attempting to unknot the lock line, the clip embolized into the right lower pulmonary vein. The physician was able to snare and remove the clip. A femoral vein cut down was performed to remove the clip to avoid damage to the vein. Three days later, the patient underwent an additional procedure and two additional clips were implanted, reducing mr to mild-moderate. The patient was discharged two days later. [The primary and corresponding author was dennis kumi, departmental of medicine, university of illinois college of medicine at peoria, peoria, illinois, USA., with corresponding email: dennisdkumi@gmail.com].

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and complaint history review was not performed because this incident was based on an article review and no lot information was provided. Based on available information and the limited information available from the article, the cause of the reported knotted lock line was unable to be determined. The observed jammed lock line was a result of the reported knotted lock line. The reported clip expulsion was related to procedural circumstances. The reported embolism and foreign body in patient were cascading events of the reported complete clip detachment. The reported patient effects of embolism and foreign body in patient, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and surgical intervention were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.